Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was not able to verify the reported issue. Reached out to customer but no updates received. No exact root cause could be determined as the issue is no longer reproducible and no update received from customer after follow up attempts.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, vyaire medical technical support representative requested customer to send the logfile for evaluation. Therefore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 us having an auto cycling trigger issue/ tidal volume incorrect while on a patient. Furthermore, there was no information for patient harm associated with the event.